Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an incarcerated umbilical hernia status post laparoscopic roux-en-y gastric bypass. She had revision surgery 6 days post surgery. The patient experienced surgical revision, chronic pain, and infection.